Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Sepsis and driveline infection are potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Based on the available information, clinical and patient factors, including driveline exit site management, may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient and clinical factors including comorbidities may have contributed to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient was admitted on (B)(6) 2016 with a bacterial driveline infection and urinary tract infection (uti). Blood culture tested positive. The patient was subsequently treated with intravenous (IV) antibiotics and discharged on (B)(6) 2016. The site deemed the event as unrelated to the device. No further information was provided.